Manufacturer narrative:
The device was received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on the lcd window, broken battery tube threads, and cracked belt clip slot.

Event description:
Customer's mother reported via phone, half of the reservoir compartment was chipped and the reservoir will not stay in place. Customer's blood glucose was 140 mg/dl. Customer's mother was unaware how damage occurred. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.